Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "they tried to deploy the first one and it tilted against the wall ((B)(4)). They retrieved it and put in a new one and did the same thing ((B)(4)). They retrieved the second one and then they went femoral and the 3rd filter worked successfully". Patient outcome: new filter placement via femoral. No reported any adverse effects on the patient due to this occurence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. No imaging was provided and no product was returned and based on very limited information provided, why it would be inappropriate to speculate at what may or may not have caused the filter to tilt during deployment. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.